Event description:
Our sales rep reported to us that during an arthroscopic knee repair, the distal tip of a 23 mm modular driver broke as the surgeon was driving the fixation screw into the bone tunnel. The fragment was easily removed from the body and the procedure was concluded successfully without further issue or harm to the patient. The complaint device is over 4 years old; the device was discarded at the user facility.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device's failure mode; however, with that said, the device is over 4 years old, it is quite possible that its failure can be attributed to fair wear and tear through age/usage. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.